Event description:
It was reported that pump displayed malfunction code 24 with fault ID 0x2219, and no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer had no backup insulin therapy available and planned to contact healthcare provider, while technical support confirmed warranty status and shipping address, sent replacement pump, and instructed customer to place malfunctioning pump in storage mode and return it within 10 days using provided materials, as well as to program pump settings and connect cgm to replacement pump.